Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 10/31/2016 under authorization number e19974033 for manufacturer abbott under registration number 2017865. This report was erroneously submitted on this product. This product was the replacement device.

Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2016 under authorization number e19974033 for manufacturer abbott under registration number 2017865. This report was erroneously submitted on this product. This product was the replacement device.